Manufacturer narrative:
The pump was returned to the manufacturer and investigated by product analysis on (B)(4) 2015 with the following findings: on examination, the display was noted to be dim/faded/discolored. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.